Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 407 mg/dl. The customer removed the insulin pump and had a high blood glucose 600 mg/dl. The customer had been treating with an insulin pen. The customer was able to successfully program a bolus and would be resuming use of the insulin pump. The insulin pump was not returned or replaced.